Event description:
It was reported that the nurse had the arctic sun device alerting insert boot media. Sn# (B)(6). Confirmed device was in a wall outlet. Powered device off and on but error message kept returning. Advised to label device insert boot media and send to biomed for evaluation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse had the arctic sun device alerting insert boot media. Sn# (B)(6). Confirmed device was in a wall outlet. Powered device off and on but error message kept returning. Advised to label device insert boot media and send to biomed for evaluation. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under baw2800548 rev 3 and baw2800424 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting insert boot media. Sn# 2698. Confirmed device was in a wall outlet. Powered device off and on but error message kept returning. Advised to label device insert boot media and send to biomed for evaluation.